Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced itching at the insertion site and had contact with a healthcare professional but no treatment or medication was provided by the hcp. It was indicated that the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "it's mid-march, and I don't know exactly when." All pertinent information available to abbott diabetes care has been submitted.